Manufacturer narrative:
The customer reported that the product was bloody, and it was discarded. Therefore, no product would be returned for an investigation. (B)(4).

Event description:
It was reported by a customer in the USA that, during a procedure, air leaks on the shiley 7sct tracheostomy tube cuff were observed, and the cuff would not stay inflated. The device was pre-tested and lubricated with water soluble gel. The malfunction extended the procedure. However, there were no patient complications reported or additional treatment used. The patient was reported to be stable during the procedure, and remained in good condition.